Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. The device history review for the product auto endo5 ml lot #73h1800144 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events. Teleflex will continue to monitor and trend related events.

Event description:
Reported via medwatch# (B)(4). The complaint states: during laparoscopic cholecystectomy, surgeon fired clip applier 1 time, the subsequent clips seeded and when fired again, the clips came out off track. Device removed from the surgical field. No patient harm.